Manufacturer narrative:
The pump passed the functional testing and no excessive no delivery error alarm or motor error alarms were noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had a broken battery cap, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump received alarm. Customer's blood glucose was 475 mg/dl. Alarm history showed excessive no delivery alarms, motor error alarms, and button error alarms. As a result of no delivery, customer was taken to the emergency room by paramedics on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer was not wearing insulin pump for two weeks prior to hospitalization. Customer was advised that insulin pump would need to be replaced.